Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 7 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to thrombus. Additional information was requested but was not provided.

Manufacturer narrative:
Evaluation of the returned lvad pump revealed deposition on the outlet stator, inlet stator, and the rotor/blood tube. Although a root cause for the observed depositions and the duration of their presence could not be conclusively determined through this evaluation, the outlet stator deposition was partially obstructing the blood flow path. The deposition could have contributed to the reported hemolysis, suspected thrombus, and the observed power elevations and low speed operations in the extracted log files. The outlet stator revealed a dark red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. The deposition was denatured and contact marks were present on the rotor, which suggests that it was likely present while the device was supporting the patient. The rotor bearing ball revealed a white, soft deposition. The deposition was small and appeared to have formed in laminated layers, which is an indication that it likely developed while the pump was in operation. However, it appeared to be in early stages of development with minimal layering. The rotor blades and blood tube reveal post-explant blood, which would not have obstructed blood flow during pump operation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that the signs and symptoms that the patient originally presented with was mainly hemolysis; dark urine, elevated lactate dehydrogenase, chest pain and lethargy. In response to the thrombus, the patient was given heparin bridging short term due to the high likelihood the patient had positive pump thrombosis. The patient had a clinical history of gastrointestinal bleed (gi). The vad coordinator was not able to find the chart to report exactly when the gi bleed had occurred. The first mention of it was (B)(6) 2013. It was thought to have occurred shortly after implant, but that information from the chart was not clear. A gi work up was performed, however, they were not able to determine the source of the bleed. The vad team had lowered his inr goal to try and thwart the bleeding. The patient's inr at time of event was 1.5 ¿ 2.0.